Event description:
It was reported, the camera head had a loose coupler. The issue occurred during an unspecified therapeutic procedure. The procedure was extended however, completed using the same set of equipment. No reports of patient/user harm.

Manufacturer narrative:
E1 facility postal code: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found damage (cut) on the cable unit. The most probable cause of the damage cable unit is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a loose coupler. The issue occurred during an unspecified therapeutic procedure. The procedure was extended however, completed using the same set of equipment. No reports of patient/user harm.